Event description:
Per the clinic, the patient reported pain on the entire left half of the head since implantation. It was also reported that the patient's implant has 2 open electrodes. Troubleshooting attempts were made; however, the pain did not resolve. In the summer of 2024, the patient underwent a revision surgery in order to have the implant body repositioned due to bone growth at implant bed and pain. The implanted device remains.

Manufacturer narrative:
Per the clinic, the revision surgery was performed under general anaesthesia on (B)(6) 2024.